Event description:
It was reported that following a percutaneous transluminal coronary angioplasty/stent procedure upon removal of the guidewire it was noted the tip of the guidewire had separated in the vessel. The pt was taken for coronary bypass surgery, to include removal of the guidewire tip. No further info is available.